Manufacturer narrative:
Further attempts to gain more information from customer have yielded no response.

Event description:
The international customer reported the power supply defective. It is unknown if there was patient involvement. There was no patient harm reported. Further attempts to gather more information from the customer has yielded no response.